Manufacturer narrative:
This report is for an unknown schanz screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, patient underwent a spinal fusion procedure treating l3 crush fracture. At the final fixation stage with universal spine system (uss) schanz, the surgeon was not able to tighten the nut of the clamp. They completed the fixation successfully with a replacement with less than a thirty (30) minute delay. The surgeon commented that it was necessary to reinsert the clamp and a screw as the screw had become loose. But they happened to tighten the nut excessively, which resulted in those devices to be broken up. So, the devices were needed to be reassembled. This report is for an unknown schanz screw. This is report 2 of 3 for (B)(4).